Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Discarded.

Event description:
Patient underwent a left revision procedure approximately eight years post-implantation due to acetabular loosening. The femoral head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Upon receipt of additional information, it was determined this report is a duplicate of 0001825034-2014-0098. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0001825034-2014-0098.